Event description:
It was reported that the device did not seal, and movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up imaging procedure. The imaging showed that the closure device had shifted and there was a small posterior inferior section of the laa that was left uncovered. No intervention or treatment was performed at this time. The patient did not experience any other complications as a result of this event.